Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, rupture.

Event description:
Healthcare professional reported left side rupture via MRI, "rare sparse simple cysts," "left breast implant with bumping and irregularity of the upper pole", ¿irregular contours and heterogeneous contour¿, ¿rare calcifications with benign characteristics¿ and "leakage of a small amount of extracapsular silicone" via MRI. The device still remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst-ndr: not applicable as the event is not related to the device. ¿ calcification: no observed calcification on the device. ¿ wrinkling: no observations. ¿ silicone migration: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported left side rupture via MRI, "rare sparse simple cysts," "left breast implant with bumping and irregularity of the upper pole", ¿irregular contours and heterogeneous contour¿, ¿rare calcifications with benign characteristics¿ and "leakage of a small amount of extracapsular silicone" via MRI. Device has been explanted.